Event description:
Reference number (B)(4). Event occurred in the united kingdom. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, patient faced low blood glucose level. Patient was treated with lucozade. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.